Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed. Nurse would not recover the storage without powering on and off. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main matrix drawer 1 randomly failed, but able to recover once station has been rebooted. A field service engineer (fse) found the main matrix drawer 1 was operating fine, powered down the station, then replaced control module and cleaned sensors to resolve the issue. The drawers were tested using the hardware test application, and no further issues were observed. The fse also reseated the drawer cable as a part of preventive maintenance. The system functioned as intended after the field service engineer repaired the device.